Manufacturer narrative:
The investigation into the reported catheter damage issue was completed. The device was returned for evaluation. Visual inspection of the catheter revealed several catheter kinks and two holes at the 30 cm mark. No other abnormalities were observed. Based on the available information, the root cause of the reported event was blood ingress due to a hole in the catheter resulting from improper use. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that an 82-year-old male patient implanted with the impella 5.5 for mechanical circulatory support. The graft had been placed without the 23 fr sheath bevel being inserted and the device was unable to pass through the axillary artery. As a result, the physician decided to cannulate the graft with an 8 fr sheath to balloon the vessel which was unsuccessful. The impella sheath was removed, and a 24 fr gore dry sheath was inserted instead, and the device was successfully placed. The end of the gore sheath remained outside the graft. Later that day, blood leaking from red plug shortly after patient arrived in intensive care unit, medical team thought likely the leakage was due to a difficult insertion with possible damage to catheter.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.